Manufacturer narrative:
The visual inspection of the returned device revealed that the outer shaft had been slightly retracted and about 8mm of the stent had been released. The distal outer shaft is flared, indicating that the stent may have been pulled in distal direction. It cannot be further evaluated at which point in time the distal part had been released. The technical investigation revealed that the functionality of the release mechanism was inhibited and made it impossible to release the stent during the procedure. The respective internal departments were informed.

Event description:
Ous MDR - despite pushing the trigger several times, it was not possible to release the pulsar-18 stent. The device was withdrawn.